Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that bilateral suture placement with five proglide devices in both the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted, using the preclose technique, via a 6f sheath prior to a endovascular aneurysm repair (evar) procedure. Reportedly, the five proglide devices had mis-firing issues (cuff misses). Five proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to a 16f. The evar was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: adverse event or product problem - serious injury and malfunction boxes un-checked. Additional information received and device is not reportable. Outcomes attributed to adverse event - required intervention to prevent permanent impairment/damage box un-checked. Additional information received and device is not reportable. Type of reportable event - serious injury box un-checked. Additional information received and device is not reportable. (B)(4). Evaluation summary: subsequent to the initial filed report, additional information received indicated that the device was use successfully. As there was no device malfunction or adverse patient effect, no investigation was performed. However, because the initial report has already been filed, this event must remain reportable.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that this device had been used successfully to achieve hemostasis and should not have been a reportable event. No additional information was provided.